Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference (B)(4) for related documentation.

Event description:
It is reported that a customer experienced high blood glucose of over 500 mg/dl. The customer was treated for the high blood glucose with a syringe. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they had bent cannulas with all six infusion sets that they tried. The customer declined any assistance with trouble shooting. No further information was provided.